Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number 1627487-2021-00861. During a lead revision on (B)(6) 2021 to address skin erosion (1627487-2021-00568, 1627487-2021-00569), it was found that one of the patients occipital leads migrated back. In turn, the physician repositioned the lead. Stimulation was restored.